Manufacturer narrative:
Further information requested but not received.

Event description:
The patient presented in clinic following a vibration alert. Further interrogation revealed noise resulting in oversensing on the right ventricular (rv) lead. Fluoroscopy imaging was performed, however, were inconclusive. The suspected root cause of the event was insulation damage. The lead was capped and replaced. The patient was stable.